Manufacturer narrative:
No battery out limit alarm noted. All operating currents are within specifications. Unit passed self test, displacement test, rewind, basic occlusion test, prime and system sensor test, excessive no delivery test and occlusion test. No button error alarm noted. All buttons functioned properly; however, unit had moisture on keypad traces. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners, cracked lcd window and cracked belt clip slot. (B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed button error and a battery out limit after installing a new battery into pump. Customer does not recall any significant events leading to the error. Customer's blood glucose was 105 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.